Manufacturer narrative:
(B)(4). The known cause of this alarm is the loose connection. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that there was a loose connection between a supply bag and the cassette set. The patient completed therapy with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.